Event description:
Related manufacturer report number: 3006705815-2022-16899. It was reported that the patient's lead had migrated. During surgery the ipg became inoperable due to contact with a bovie. Both the lead and ipg were replaced and effective therapy was established after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.